Manufacturer narrative:
Update: fdp code added on review of file. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Update: fdc code added at investigation completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 62 mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, the nose cone of the delivery system became detached. It was reported that the physician believed the nose cone was compromised during re-sheathing of the stent graft, and that it potentially became kinked at that point. The physician then trapped the detached nose cone with a thoracic stent graft which resolved the event. As per the physician, the cause of the event was user error. No additional clinical sequelae were reported and the patient is fine.